Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and the pump touchscreen display was difficult to see. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.